Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
(B)(6) study. It was reported that thrombosis occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2020 and the index procedure was performed 10 days later. The patient was ablated via pulmonary vein isolation and posterior wall isolation with radiofrequency point by point method. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 24mm. The patient was discharged 6 days post index procedure. 365 days post index procedure, the patient presented for the 12 month follow up visit, and the computed tomography (CT) scan revealed laminar, non-mobile thrombus on the atrial facing surface of the watchman device. The patient was prescribed apixaban 5 mg (anticoagulant) twice daily to treat the thrombus event.

Manufacturer narrative:
B5: describe event or problem: updated. Initial reporter address: (B)(6).

Event description:
Option study. It was reported that thrombosis occurred. The patient was enrolled into the option study on (B)(6) 2020 and the index procedure was performed 10 days later. The patient was ablated via pulmonary vein isolation and posterior wall isolation with radiofrequency point by point method. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 24mm. The patient was discharged 6 days post index procedure. 365 days post index procedure, the patient presented for the 12 month follow up visit, and the computed tomography (CT) scan revealed laminar, non-mobile thrombus on the atrial facing surface of the watchman device. The patient was prescribed apixaban 5 mg (anticoagulant) twice daily to treat the thrombus event. It was further reported that the thrombus was identified 355 days post procedure as opposed to what was previously reported. During the follow up, CT revealed the thrombus was 0.3cm^2 in size on the atrial facing surface of the watchman device. The patient was on aspirin at the time of the event. The thrombus was considered resolved 440 days post procedure.